Manufacturer narrative:
Continued h.6. Health effect - impact codes: f0101, f2303, f2203, f15. Article citation: lupardi, enrico, et al. ¿ab-externo intraluminal stent for prolonged hypotony and choroidal detachment after preserflo implantation.¿ european journal of ophthalmology, vol. 33, no. 5, nov. 2022, pp. Np63¿66. Https://doi.org/10.1177/11206721221137166. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Through the article, ¿ab-externo intraluminal stent for prolonged hypotony and choroidal detachment after preserflo implantation,¿ it was reported a patient underwent ab-interno xen®45 gts implantation in the right eye prior to the study. Patient presented with a bcva of 20/28 and iop of 23 mmhg while on timolol, dorzolamide, bimatoprost, brimonidine, and acetazolamide. Examination noted flat conjunctival bleb and decreasing visual field of -19.43 db with a deepening and enlargement of the superior and inferior arcuate scotoma. Patient underwent preserflo microshunt implantation to decrease iop. On pod1, bcva was 20/60, iop was 4 mmhg, and serous choroidal detachment was observed. During pom1, hypotony and choroidal detachment persisted despite therapy of atropine and dexamethasone provided to treat ac flare. By pom3, bcva increased to 20/40 and pms revision surgery was performed due to persisting hypotony. By pom4, bcva resolved to 20/28, iop was 7 mmhg, and choroidal detachment resolved.